Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. F10: patient code: dizziness (2194), not listed in IFU; pain (1994), not listed in IFU. G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Pt allegedly received a (suprarenal) implant on (B)(6) 2014 via right jugular vein the due to clotting of ivc system from ivc down to legs. Pt is alleging tilt, device is unable to be retrieved, embedment, caval thrombosis, thrombotic treatment, lifetime anticoagulation post implant, post implant pain, thrombosis in ivcf. Pt further alleges anxiety/mental anguish/stress, severe back pain, body aches, leg cramping and dizziness, post implant dvt. Suprarenal filter explanted on (B)(6) 2014.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Wce follow-up medwatch report. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿celect - tilt, unable to retrieve, embedment, ivc thrombosis, pain, anxiety/mental anguish/stress, dvt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain is directly related to the filter. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Unknown if the reported anxiety/mental anguish/stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalogue and lot #'s are unknown, but the filter tulip is manufactured and inspected to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 01feb2018 as follows: pt allegedly received an implant on (suprarenal) (B)(6) 2017 via right jugular vein the due to clotting of ivc system from ivc down to legs. Pt is alleging tilt, device is unable to be retrieved, embedment, caval thrombosis, filter thrombosis/embolism, thrombotic treatment, lifetime anticoagulation post implant. Pt further alleges anxiety. Attempted retrieval on (B)(6) 2014 and (B)(6) 2014. It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2004 at (B)(6) hospital, (B)(6) by implanting physician (B)(6). Secondly it is alleged that "[pt] received a cook celect filter on (B)(6) 2014 at (B)(6) regional medical center, (B)(6) by implanting physician (B)(6)" ((B)(4))

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, occlusion (ivc + collateral), tilt, lifetime anticoagulation, anxiety. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported lifetime anticoagulation, anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 01feb2018 as follows: pt allegedly received an implant on (suprarenal) (B)(6) 2017 via right jugular vein the due to clotting of ivc system from ivc down to legs. Pt is alleging tilt, device is unable to be retrieved, embedment, caval thrombosis, filter thrombosis/embolism, thrombotic treatment, lifetime anticoagulation post implant. Pt further alleges anxiety. Attempted retrieval on (B)(6) 2014 and (B)(6) 2014.